Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. There were no problems found during an internal inspection. A continuity test between the power entry module and the door post ground revealed the ground bus resistance was out of specification. The top nut on the ground post was tightened and the ground bus resistance measured within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be a loose nut on the ground post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.